Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Unk. If so, did the "noise" prevent insufflation? Unk. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unk. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Unk. Was any torque being applied to the trocar or device? Unk.

Manufacturer narrative:
(B)(4). The analysis results found that the was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during testing while the test probe was inserted through the device. Upon further inspection of the universal seal, the bellows were found to be torn. Not conclusion can be reached on how the bellows were damaged. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon procedure, the trocar was leaking at the trocar site. A 5mm instrument, either a grasper or an energy device was used in the trocar. This happened at the beginning of the case. The device was replaced with a new device and used to complete the procedure. No adverse consequences reported.